Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer's cursor was observed moving around the screen, choosing options, changing windows, and buttons after the most recent software update. An autonomous movement of the cursor was observed during the incoming inspection. It was noted that the cord bay, upper hinges, and lower bullets were broken. The stylus and keyboard key were missing. It was also noted that the liquid crystal display was defective, the brightness of the programmer's screen was very low and the screen was difficult to read. An electromagnetic interference repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor was observed moving around the screen, choosing options, changing windows, and buttons after the most recent software update, and this problem occurred even if the programmer had been on hold. The programmer was replaced with another programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.